Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.

Event description:
The iab was inserted into the pt on 9/19/97 at 9:00 a.m. Poor inflation was noted and the iab was removed on 9/20/97 at 9:45 a.m. No second iab was inserted. On 11/4/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: none from the event - reported 10/13/97. Pt current status: discharged - rpt'd 10/13/97.